Event description:
It was reported that the patient experienced a "jolting sensation" during a lumbar spine MRI. It was noted that the patient had a scheduled physician's appointment. Additional information received reported that the current patient condition was "okay" and that the physician requested additional information about the MRI and "possible adverse issues." Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v792255, serial# (B)(4). Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the cause of the event was the patient had a lumbar spine MRI for back pain and her device was not turned off. The MRI tech was unaware of the patient's device and the patient experienced a brief jolting sensation down her leg on the side of her lead during the exam. An x-ray was performed and there was no migration of the lead or battery. Impedances were checked and all were within normal limits. No reprogramming was needed. The patient did not require hospitalization due to the event. No patient injury was reported.